Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 09/15/2015. Retain product was tested and functioning according to specification. Return product was not available for investigation. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. 20 retained cartridges were tested in whole blood. The customer complaint was not reproduced. Test results for the cartridges met the acceptance criteria found in q04.01.003 rev. V, appendix 1- product complaint level 2 and level 3 investigation procedure. The investigation confirms the lot is performing to specification. No deficiency was identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant hct result of 13.0 on a patient. They reran the patient on the lab instrument and got a 29.3 hct using a sample from before the transfusion. The patient had died, but the customer believed the I-stat result had nothing to do with it. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).